Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product to cause unacceptable risk is improbable and that no complaints documenting deaths or serious injuries have been rec'd. Health and life, as a MFR, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued (B)(4), respectively.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported initially that the ez breathe atomizer did not produce an aerosol mist. The pt then added that a silver circular ring fell from the atomizer into his mouth while using the device. Multiple attempts were made to reach the customer via telephone and mail; however, all attempts were unsuccessful.